Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was loss of image and red screen display when the connector is moved. The complaint has been confirmed and the root cause has been associated with and electrical component failure.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a shoulder surgery the camera head did not have picture. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.